Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8907846) became impeded in the middle section of a prowler select plus 150/5cm microcatheter (606s255x, 31276211) and could not advance any more. The physician removed the stent and microcatheter (mc) from the patient and switched to a new stent to complete the procedure with the same microcatheter. The surgery was prolonged about 15 minutes. No patient injury was reported. Additional event information received on 31-dec-2024 indicated that they were able to torque the device. There was no device of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 15 miniutes procedural delay were not clinically significant.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 31276211 number, and no non-conformances related to the malfunction were identified. Catheter obstruction while-in patient with loss of cerebral target position is a known potential complication associated with the prowler select plus microcatheter. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.